Event description:
It was reported the patient underwent a hip surgery and was implanted with zimmer biomet products. Subsequently, the patient was revised two years post implantation due to dislocation.

Manufacturer narrative:
(B)(4). D10: 00-8018-036-03 femoral head +3.5x36mm dia 64441340. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the provided pictures identified the explanted devices covered in bio-debris. No further evaluation could be made from the provided pictures. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional and not submitted to mmi at this time as the superimposed template obscures the image. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.